Manufacturer narrative:
Review of the most recent repair record determined the comb and bottom roller were damaged. The comb and bottom roller were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Event description:
It was reported during pm that there was a damaged comb and damaged bottom roll. There is no harm or delay reported. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - united kingdom.